Event description:
Additional information was received that clarified that the pushwire was separated. Resistance occurred at the middle and distal ends of the catheter. A continuous saline flush was administered and maintained as indicated in the IFU.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving the solitaire fr 6x30 stent for treating intracranial atherosclerotic stenosis (icas) there were device issues. The patient experienced an acute stroke and was being treated. During the procedure the proximal end of the stent was found to be broken, and resistance was encountered when withdrawing the stent through the rebar-18 microcatheter. The broken segment of the stent was successfully removed from the patient using the microcatheter. The stent was removed from the patient, and a replacement was provided. The pushwire was broken/separated. The pushwire was not torqued during the procedure. The devices were prepared according to the isntructions for use (IFU). No patient complications have been reported as a result of this event.